Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturing representative confirming that the cause of the migration was unknown. No actions had been taken at the time of the report and the migration was not yet resolved. The hcp's original plan was to remove the system and retrial the patient but this was not yet determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), product type: lead, product ID: 3777-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-jun-2012, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that per the hcp the leads appeared to have migrated outside of the epidural space but he was unsure of the original location of the leads. The hcps plan was to possibly re-trial the patient if the patient was willing to do so. No further complications were reported/anticipated.